Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular lead impedance has been increasing from 500-900 ohms. Also the bipolar capture thresholds have increased to 2.75 volts at 0.4 milliseconds and the unipolar threshold is 2 volts. The lead remains in use. No patient complications have been reported as a result of this event.